Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer's reported failure no image was displayed due to a malfunction in the imaging section. (Static image) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope ID data is not entered. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a malfunction in the imaging unit due to stress during device use. The scope ID data is not entered was likely due to some kind of malfunction in the ID board due to stress during device use. A definitive root cause could not be identified. The event "scope ID data is not entered", is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image displayed. The issue occurred during therapeutic right hemicolectomy. There was no delay reported and no reports of patient harm.